Event description:
Per customer, the front right wheel came off. Customer states there must have been some part that fell off. Customer was sitting on rollator when it gave way. Customer fell onto floor not getting hurt.